Event description:
The pump was returned for investigation. Evaluation revealed that pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the bolus button is detached from the pump. The pump booted to the verify screen with dim pink contrast. (B)(6).